Manufacturer narrative:
The medical records provided did not include a statement or indication that there was device failure related to the bard mesh. Additionally, no sample was returned for evaluation; therefore, we are unable to draw a conclusion at this time. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B) (4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received.

Event description:
Attorney's report of patient's alleged bowel perforation, infection and explant of the mesh. Medical record review: on (B) (6) 2003 - ventral incisional hernia repair with kugel patch with lysis of adhesions. On (B) (6) 2004 - acute diarrhea with pain secondary to enteric spasm. On (B) (6) 2004 - acute abdominal pain, probably secondary to dumping syndrome. On (B) (6) 2004 - pathology report (no other medical record provided) indicates exp. Laparotomy peg tub placement small bowel resection. Specimen consist of small bowel with area of perforation and a synthetic material adjacent to this. On (B) (6) 2005 - surgical treatment of abdominal wall subcutaneous fistula. On (B) (6) 2005 - surgical procedure for chronic abdominal wound subcutaneous fistula. On (B) (6) 2005 - wound exploration with excision of infected mesh and closure. Per the operative report, once in the subcutaneous tissue, there was noted to be pocket with a small piece of mesh encapsulated in it. This area was debrided and excised. The mesh was removed. On (B) (6) 2006 - laparotomy with removal of subfascial mesh. Mesh was noted to be obviously infected. On (B) (6) 2006 - recurrent incisional hernia repair without mesh. On (B) (6) 2007 - laparoscopic cholecystectomy. On (B) (6) 2008 - repair of incarcerated inguinal hernia (no bard mesh implanted).